Event description:
It is reported that in 2008, surgeon prepped the bone for implantation of device, trialed with corresponding and appropriate provisionals. Correct labeled implants were opened. Implants were prepped for implantation. Upon implanting the correct implants they did not fit on the prepared bone. Surgery was delayed 30 minutes due to the bone needing recut.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The tolerance stack up analysis document shows that the provisional size geometry matches with the corresponding augment implant. Based on the provided information the cause of the problem could not be determined. Results and conclusions: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.